Event description:
It was reported that the cushion had a pinhole leak causing it to deflate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.